Event description:
(B)(6) 2007, implantation of a depuy pfc knee.(B)(6) 2008, low grade infection- removal of prothesis- cement spacer.(B)(6) 2008 change of spacer.(B)(6) 2008 revision in depuy tc3.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records and x-rays were received. Review of the supplied investigational inputs confirmed loosening of the tibial component. A complaint database search finds no other reported incidents against the provided product and lot combination. The root cause of the device loosening is unknown. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.